Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30822312l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 71-year-old female patient (45 kgs) underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The patients¿ blood pressure decreased at the end of the pvc procedure. After confirmation by echocardiography, pericardial effusion was confirmed. Therefore, drainage was performed. Blood pressure became stable and the procedure was terminated. This occurred approximately 3 hours after the start of the procedure. After treatment, the condition of the patient was stable and recovering. Atrial septal puncture was not performed. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting: smart touch sf catheter was used. Standard setting was used. = 30 w: 8 ml/min, > 30 w: 15 ml/min. The physician's opinions on the relationship between the event and the product is that there was no relationship with the product. No abnormalities were observed prior to use or during use of the product. There was no relevant history, labs, or data. There were no product malfunctions. Additional information was received. Dashboard: vector force visualization features were used. Tag index color option was used prospectively.

Manufacturer narrative:
Additional information was received on 02-oct-2022. The patient did not require extended hospitalization because of the adverse event. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. No additional filter was used with the visitag. Therefore, updated the d 10. Concomitant medical products and therapy dates field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).